Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in water during aspiration. Aspiration was done with both the 1st & 2nd position of the suction valve. The air/water and the balloon channels were flushed with water and air by using maj-1444 & maj-629. The air/water channel was flushed with water and air by using mh-948. Manual cleaning: presoaking is performed if the device is not processed within 1 hour after the procedure. The device passed leak testing. The detergent solution used for manual cleaning is kepeijie. The brushed points are instrument/ suction channel, suction cylinder, and instrument channel port. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and single use soft brush (maj-1888). The distal end was flushed with maj-2319(distal end flushing adapter). Manual disinfection: the device was rinsed before manual disinfection. The disinfectant used for manual disinfection peracetic acid. The water quality used in the final rinse is filtered water. Automatic endoscopic reprocessor (aer): an unknown model aer, detergent and disinfectant are used for automatic cleaning. All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of disinfectant is controlled. The disinfectant solution met the minimum effective concentration (mec). The water quality of the rinse water is controlled. The water filter is replaced periodically in accordance to instructions for use (IFU). The device is blown dry with compressed filtered air and is stored without a drying cabinet. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - the instrument channel tube had slight leakage. - the distal end was worn. - there was slight dents on the insertion tube. - the instrument channel tube was scratched with skin turn up however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.